Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). Investigation results: the returned fiber measured approximately 315 cm from the top of the connector to the break. The remainder of the fiber including the tip was not returned. Since the user did not state that the fiber broke, this event most likely occurred while packaging for return. Therefore, the cause code for this event is unintended use error caused or contributed to event which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. As a result of the fiber break, effective transmission was not measured. Functional analysis revealed that the "attach fiber" message cleared from the console when the fiber was attached indicating that the fiber was recognized by the console. The aiming beam was bright and clear but scattered due to the break. The cause code for this event is no problem detected. The condition of the returned device does not confirm the event. Therefore, a review and analysis of all available information indicated that the root cause is no problem detected which indicates that the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the nurse noted that the laser fiber was not recognized by the laser unit. The procedure was completed with another flexiva 200 laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber was broken.